Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device the clinical observation cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications prior to product being released for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards has learned through its implant patient registry that a 25mm aortic pericardial valve was explanted after an implant duration of approximately eleven (11) months due to mild aortic regurgitation secondary to perivalvular leak. The explanted 25mm aortic valve was replaced with a 23mm aortic valve. The patient was discharged in satisfactory condition.

Manufacturer narrative:
Additional manufacturer narrative: no echocardiography recording was provided, thus the reported mild aortic regurgitation in vivo could not be confirmed. Edwards standardized in vitro testing showed a total regurgitant fraction (trf) in unsealed valve as received was 4.90 %, which is more than three times lower than the maximal allowance (15 %) per iso5840:2005. The trf in sealed valve was 4.26 % which is more than 3.5 times less than the maximal allowance (15%) for this size of valve per iso5840:2005. These results are consistent with the operative report that the regurgitation was secondary to the paravalvular leakage, which could not be evaluated in vitro at edwards.

Manufacturer narrative:
(B)(4). Evaluation summary: host tissue was minimal at both stent inflow and stent outflow. All three leaflets were slightly stiff. Leaflet 1 dropped approximately 1mm, compared to leaflet 3, at the central coaptation area. And leaflet 2 dropped approximately 1.5mm, compared to leaflet 3, at the central coaptation area. X-ray showed distortion at commissure 3. Sewing ring had been cut near leaflet 1 and the metal band was exposed at the cut on inflow aspect. These damages are most likely due to explant. Customer report of regurgitation and perivalvular leak was not visually confirmed. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the valve was explanted approximately eleven (11) months after implant due to mild aortic regurgitation. It is to be noted this patient was also implanted with a mitral valve due to severe mitral regurgitation suggesting the explant of the original aortic valve was a consequence of the mitral valve procedure. However, this information has not been confirmed by the health care provider; therefore, we are unable to confirm the root cause for explant of this device.